Manufacturer narrative:
The observed discrepancy is most likely due to the sample being a weak positive for the flu b target that is at/near the limit of detection (lod) of the assay and varying assay sensitivities. Very low viral load specimens that are near the assay lod may not generate consistent results upon repeat testing according to expected statistical variances in detection.

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from the united states alleged a discrepant result for two patient samples while using the cobas sars-cov-2 & influenza a/b test on the cobas liat system. The alleged samples initially generated a positive result for influenza b (negative for influenza a and sars-cov-2) using another method (alinity m). The same patient samples were retested on the cobas liat analyzer, generating negative results for all targets. The results were not released as this was done during the validation of a new instrument. No harm was alleged. An investigation was conducted to evaluate the customer issue. Per FDA¿s eua guidance, 2 mdrs will be filed.